Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. At this time the physical evaluation of the device at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. Device evaluation of electrode belt sn (B)(4) has been completed. As received the belt failed incoming functionality testing. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. In addition, the trunk cable was pulled from strain relief, separating the heat shrink from the solder joints inside the distribution node (dn). The root cause for the shorted diode array could not be positively identified. Device manufacturing date: monitor: 01/26/2018, belt: 06/03/2013.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of twenty-seven shocks on (B)(6) 2018. The first treatment occurred in a single detection sequence while the patient was in a sinus rhythm at 80 bpm with bundle branch block (bbb). The patient remained in the sinus rhythm at 80 bpm with bbb through all twenty-seven treatments. Treatments 2 through 6, 7 through 11, 12 through 15, 16 through 17, 18 through 22, and 23 through 27 occurred in a separated single detection sequence as the lifevest is designed to deliver a maximum of 5 shocks in a single detection sequence. The response buttons were not pressed during the treatment event. Multiple counting of tall t-waves contributed to the false detection. It was reported that the patient was admitted to the hospital on (B)(6) 2018 and had ended use of the lifevest on (B)(6) 2018. The patient passed away in the hospital on (B)(6) 2018.